Event description:
The following has been reported: pump in ed. Nurse stated that pump set loaded but it continued to "whirl" (her words). Patient not attached. No patient harm. Whirl may mean on the screen. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
While this pump was requested to be returned, the biomed was able to run a test infusion and put it back in service. Therefore, no pump was returned. The complaint was not confirmed or refuted. A DHR review was performed, no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions at this time since pump was not returned and complaint was not confirmed or refuted.

Manufacturer narrative:
Corrected section d to match gudid.